Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) rapid atrial pacing kept pacing when released. It was indicated that the epg passed all incoming functional testing. It was confirmed that the epg had broken output connector assembly. It was also indicated that the case was broken. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) rapid atrial pacing seemed to keep pacing when released. It was also reported that the connection port was damaged. The epg was returned for service. There was no patient involvement.